Event description:
Additional information reported the cause of the patient¿s legs shaking, tongue rolling back, and her inability to close her mouth were determined and were not device-related. The patient had undergone reprogramming since the last follow-up and it was determined the issue was an ¿operational mistake by the patient.¿ it was stated that this ¿caused the ins¿ to be ¿abnormally charged¿ and as a result ¿the patient had the symptoms.¿ the patient was reportedly ¿well¿ at the time of follow-up and was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that following a reprogramming session on (B)(6) 2014, the patient's symptoms had "disappeared." However, on (B)(6) 2014, "the patient's legs were shaking and her tongue rolled back." The patient's mouth reportedly 'couldn't close" at that time. The patient was redirected to their healthcare provider (hcp) at the time of follow-up.

Event description:
It was reported that after the implant of the patient¿s implantable neurostimulator (ins) the patient experienced hallucinations where ¿she thought her relatives had accidents.¿ the patient was also reportedly ¿excited¿ at that time and ¿didn¿t want to eat.¿ the patient¿s physician had suggested the patient ¿go to neurology for a check, but she hadn¿t done the check.¿ the cause of the event had not been determined at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Hallucinations. (B)(4).